Event description:
The customer reported the device does not turn on. No pt involvement or impact was reported.

Manufacturer narrative:
(B)(4). The customer reported the device does not turn on. No pt involvement or impact was reported. Pending further investigation. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.